Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional nc trek device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in a saphenous vein graft to the obtuse marginal. The vessel was wired and a stent implant was deployed successfully. The 3.0 x 20 mm nc trek was advanced for post-dilatation of the stent implant, with some resistance felt; however, the balloon would not inflate. At this time it was observed that the mid shaft of the nc trek balloon catheter had separated. The proximal end was removed without issue. A 3.0 x 20 mm trek rx balloon catheter was advanced to trap the separated shaft inside the guide catheter; however, the balloon ruptured on the first inflation to 12 atmospheres. The trek balloon catheter was removed from the guide catheter without issue. The nc trek separated shaft was able to be pulled back and removed from the patient successfully. Treatment continued with the use of another balloon catheter for post-dilatation of the stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The outer member was separated at the mid lap and the distal shaft potion, including the balloon was not returned; therefore, the reported balloon rupture could not be confirmed. The instructions for use states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.